Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a moderately tortuous and mildly calcified mid circumflex artery. The radial approach was taken and pre-dilatation was performed. A 3.0 x 12 mm xience prime stent was then implanted; however, during deployment, the stent became crushed. Therefore, a 1.5 x 6 mm mini trek balloon dilatation catheter (bdc), a 1.5 x 10 mm and a 2.5 x 15 mm unspecified nc bdc were used for post-dilatation of the stent to fully appose it to the vessel wall. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date of occurrence, date of implant and angiography date have been changed to (B)(6) 2018. The product was not returned to abbott for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the sds during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information received: the 3.0 x 12 mm xience prime stent delivery system did not meet any resistance during advancement. The stent implant did not migrate from the lesion and is not implanted in healthy tissue. The account could not confirm if the stent was fully apposed to the vessel wall. However, it was reported that there were no adverse patient effects. No additional information was provided.